Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention to reposition his scs lead, however, during the procedure the physician accidentally cut the lead. The physician replaced the lead with a new one. Postoperative programming was done and the patient was reportedly satisfied with the results.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs system's stimulation is not as optimal as it used to be. X-rays revealed the patient's scs 3244 model lead appears to have migrated. Surgical intervention is planned for a later date to address the issue.